Event description:
It was reported that there was a loss of image during a case. There were no reported adverse consequences as a result.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: stop working causing surgical imaging to cut out during the case and prevented us from utilizing the pictorial documentation function of the device the probable root cause could be a bad capture card component installed in the unit. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image during a case. There were no reported adverse consequences as a result.